Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
Date sent to the FDA: 02/07/2014.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic floor repair, posterior symptomatic high rectocele, cystocele, enterocele, pelvic relaxation. It was reported that the patient experienced pain, infection, urinary/bowel problems, and vaginal scarring. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.